Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unspecified date, an absorb bioresorbable vascular scaffold (bvs) was implanted in an unspecified coronary artery. On (B)(6) 2016, elevated troponin was noted and an st elevated myocardial infarction (stemi) was diagnosed. Per imaging, stent thrombosis was observed. That same day, percutaneous coronary intervention was performed as treatment. Reportedly, the patient's dual antiplatelet therapy had been stopped early and the physician considered the event as not related to the implanted device. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device remains in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use (IFU) is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, the additional information was received:on (B)(6) 2016, a 3.0x18mm absorb bioresorbable vascular scaffold (bvs) was implanted in the mid left anterior descending (lad) coronary artery, moderately calcified lesion. On (B)(6) 2016, the patient presented with unstable angina, tachycardia, an st elevated myocardial infarction (stemi) was diagnosed, and thrombotic occlusion of the mid lad was noted. Another stent was implanted in the mid lad absorb site as treatment. Additionally, the patient was provided clopidogrel, aspirin, and fraxiparin. There was no additional information provided.